Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the external foot pedal. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The surgeon was attempting to bovie with tower foot pedal prior to docking the robot. Surgeon did not press the activation pedal in the surgeon console. It turns out that the foot pedal did not work at all on jan 8 because it was not connected to back of tower it had been disconnected by an intuitive service engineer who had previously been called to check the foot pedal and found that the pedal was sticking down when pushed and when released continued to stay down which had caused the continued energy release in the past. They had left it disconnected while waiting to get a replacement foot pedal. However, the call on jan 8 was because they had not been aware that the pedal was broken and that we were waiting on a new foot pedal that had been on back order. The foot pedal was never used on jan 8 so no harm to patient and the foot pedal has since been replaced.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that the monopolar pedal in the drawer did not stay up and keeps activating energy when not needed. Tse reviewed the logs and found m-10 faults for foot pedal activation. Tse walked the customer through disconnecting both of the pedals in the drawer. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete. The technical service engineer (tse) walked the customer through on disconnecting both of the pedals in the drawer so they can finish the case. Tse reviewed the logs and found m-10 faults for foot pedal activation.